Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right atrial (ra) channel farfield oversensing, leading to inappropriate atrial tachy response (atr) episodes. Technical services (ts) was consulted and recommended programming optimization. This device remains in service. No adverse patient effects were reported.